Event description:
Had contoura lasik done on (B)(6) 2025. Was told I was an ideal candidate and that the most common side effect was dry eyes. I have developed several 'uncommon' side effects including: iritis, transient light syndrome, and in one eye the edges of objects glow. Now that this has happened I've done some digging and see that these are actually not all that uncommon, I fear maybe just underreported. Trying to do my part so that accurate information is available me for anyone in the future who looks into lasik.